Event description:
The customer reported an unspecified symptom of "working intermittently." There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.